Manufacturer narrative:
This report is being supplemented to provide additional information, based on corrected information and the legal manufacturer's investigation. The fields corrected are b5, and g2. Please note, it was incorrectly reported, that the procedure was completed using the same device in the initial report. A review of device history record and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the device's switch box corroded. Presumably, an electrical continuity failure occurred, at the internal circuit board most likely, leading to the screen going black. The suggested event is detectable and preventable, by handling the scope in accordance with the following sections of the instructions for use: important information- please read before use: precautions: caution: turn the video system center on only, when the endoscope connector is connected to the light source. In particular, confirm, that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored, during the examination. 3.8: inspection of the endoscopic system: inspection of the endoscopic image. Confirm, that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3: ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2: ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4: ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3: ¿withdrawal of the endoscope with an irregularity". Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed, using another set of bronchovideoscope.

Manufacturer narrative:
The device was returned and evaluated. Evaluation found that the entire screen became black when angulating. Due to damage on the charged coupled device, the image disappeared during angulation in the up directions. Due to corrosion on switch box, all switches did not work. Due to corrosion, switch one and four did not work. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that that the screen was black on the bronchovideoscope. The issue occurred during a diagnostic procedure for a tracheoscopy. The procedure was completed using the same set of equipment. There were no reports of patient harm.